Manufacturer narrative:
Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Concomitant medical products: product ID: ddbb1d1, serial# (B)(4), implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead triggered an alert for a high pacing impedance. Noise was noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.